Manufacturer narrative:
The following devices were also listed in this report: unknown scorpio all-poly tibial component ps #9; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Doctor took out scorpio total knee and put in a triathlon ts total knee.